Event description:
It was reported to philips that the device's wireless footswitch could intermittently not perform fluoroscopy or cine. The device was outside of clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the footswitch had intermittent errors when it was pressed for the fluoro and cine. Upon troubleshooting actions, fse identified that the footswitch was sticking when it was pressed. The wired footswitch has been returned for analysis, and an investigation concluded that no failure was found. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.